Event description:
A pt reported blood glucose results of "_147_ mg/dl" with a lifescan meter and "_120_ mg/dl" on a lab device, performed within _21-30_ minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.